Event description:
Brush head came off inside mouth - oral-b [device breakage] . Case narrative: consumer e-mail stated that brush head came off inside their daughter's mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.